Event description:
It was reported that a stent damage occurred. The 3.00x32mm promus premier stent was selected and pulled out from the protective sheath; however, it completely unraveled during prepping. The stent was damage before they tried to load it into the wire. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the majority of the crimped stent on the device was damaged. A small portion at the proximal end was found not to have any damage. It was noted that the stent struts were deformed, stretched and lifted upwards from the stent profile. The visual and tactile examination of the device found that the hypotube was kinked at various locations along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a stent damage occurred. The 3.00x32mm promus premier stent was selected and pulled out from the protective sheath however it completely unraveled during prepping. The stent was damage before they tried to load it into the wire. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was fine.